Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown medication(s) at unknown dose/concentrations via an implanted infusion system for spinal pain and post lumbar laminectomy syndrome. It was reported the patient's pump was removed due to a (B)(6) infection. No further in formation was provided. Additional information has been requested regarding medication information, the event date, diagnostics and the cause of the event, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received, from the managing healthcare provider's (hcp) office, that the patient's pump was removed at the end of 2014. The exact date was unknown because they did not remove the pump and the patient did not come back after it was removed. It was noted the patient was receiving morphine 2 mg/ml and bupivacaine 1 mg/ml. An accurate daily dose could not be provided because the patient was also seeing another hcp who was adjusting the dose in preparation for device removal. No further information was provided.